Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that normothermia patient was on arctic sun device. The patient was a covid patient. The patient¿s temperature rises above target temperature and then drops to 36.4-36.5c range. Nurse reports they were concerned and turned the device off. They restarted therapy and patient was below target temperature, but the device was not made warm water. Patient temperature was 36.5c, water temperature was -27.5c, flow rate was 2.9l/min. Pti shows 2 arrows up screen shot show a controlled rewarm was initiated at 0.25c/hour. Explained how to check the rewarm settings and how to defaults to 0.25c unless programmed otherwise. Discussed how if the patient is .5c below target with the default setting of 0.25c it would take 2 hours for the patient¿s temperature to come up to 37c. They would get personal protective equipment (ppe) on and adjust rewarm as protocol allows. Nurse called back with clinical educator to discuss how rewarming works in the normothermia mode. Patient temperature was now 37.4c and they were fearful the rewarming caused the elevation. Unable to obtain the water temperature as this was a covid patient.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that normothermia patient was on arctic sun device. The patient was a covid patient. The patient¿s temperature rises above target temperature and then drops to 36.4-36.5c range. Nurse reports they were concerned and turned the device off. They restarted therapy and patient was below target temperature, but the device was not made warm water. Patient temperature was 36.5c, water temperature was - 27.5c, flow rate was 2.9l/min. Pti shows 2 arrows up screen shot show a controlled rewarm was initiated at 0.25c/hour. Explained how to check the rewarm settings and how to defaults to 0.25c unless programmed otherwise. Discussed how if the patient is .5c below target with the default setting of 0.25c it would take 2 hours for the patient¿s temperature to come up to 37c. They would get personal protective equipment (ppe) on and adjust rewarm as protocol allows. Nurse called back with clinical educator to discussed how rewarming works in the normothermia mode. Patient temperature was now 37.4c and they were fearful the rewarming caused the elevation. Unable to obtain the water temperature as this was a covid patient. Per additional information received via nurse (B)(6) on 04jan2021, adjusting rewarm setting resolved issue. Therapy was completed and device was kept in service.